Event description:
Related manufacturer reference number: 1627487-2022-06836. It was reported the patient is not receiving effective therapy due to high impedances due to one lead was fractured and the other lead was wrapped around the battery. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.